Manufacturer narrative:
The manufacturing location for this product is hdq us (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll aus 1.4l yellow lid does not stay closed. The following information was provided by the initial reporter: lid of sharps container flips open. The customer has described the lid of the container does not stay closed and she has to tap it to keep it closed. She purchased the container about 6 months ago from the pharmacy and has only just noticed the lid not staying closed.

Manufacturer narrative:
H6: investigation summary: an investigation was not able to be conducted due to lack of information provided such as photos or a physical sample being sent. The device history record review was not able to be performed due to an inaccurate lot number for the material in reference. H3 other text : see h10.

Event description:
It was reported that sharps coll aus 1.4l yellow lid does not stay closed. The following information was provided by the initial reporter: lid of sharps container flips open. The customer has described the lid of the container does not stay closed and she has to tap it to keep it closed. She purchased the container about 6 months ago from the pharmacy and has only just noticed the lid not staying closed.